Event description:
It was reported to philips the internal battery is overheating. The device did have patient involvement at the time the issue was discovered. However, there was no patient or user harm reported. The biomed stated respiratory department stated battery temperature is high alarm. Philips remote service engineer spoke to biomed, and she stated she cannot find any codes in the significate log during the time of the incident. Biomed also went a couple of days before and after the day of incident. She had the unit run for many hours and could not duplicate any issues. The biomed confirmed the unit went back to respiratory for patient use.